Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, excessive tissue was built up on the jaws of the vessel sealer extend (vse) instrument and had to be manually removed frequently. The customer noted that there was more sticking than usual. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal tests on 2 of 2 attempts. The instrument was fully functional. No product issue was identified.